Manufacturer narrative:
Device discarded by user.

Event description:
This event was communicated by medtronic navigation who reported that a site (st. Mary's hospital) had spheres that did not track. Site did not record lot information, did not take pictures and disposed of the product. Site replaced spheres and the new spheres were able to track. Complainant reported that there was no patient/user injury, death or other serious deterioration in health.